Event description:
During preparation for cardiopulmonary bypass, the pump system displayed evidence that the status of the backup battery could not be reliably determined. There were no consequences to the patient as a result of this event.

Manufacturer narrative:
The report was confirmed and found to be caused by failure of component u29 on power manager board. U29 provides 5v power to the battery "gas gauge" chip, but was not operating as expected, resulting in failure of communication between the gas gauge chip and the system computer. As a result, battery status information was not available and resulted in the reported display of uncertain battery status.